Manufacturer narrative:
Following our receipt of the three used sensors and start analysis to one random sensor and performed visual inspected and checked for physical damage and none was found (no microscope). Performed continuity resistance test to verify (open trace) electrical interruption in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor passed per specifications see attached file for results. In summary, the customer complaints of unexpected sensor alarms were not confirmed. Found sensor electrode with no physical/electrical damaged, submerged sensor under different levels of glucose and sensor passed with accurate readings. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported change sensor/bad sensor alert, calibration error/calibration not accepted alert, discrepancy between sensor glucose values and blood glucose values. The customer reported no adverse event. The event involved product(s) mmt-7040a. Troubleshooting was initiated for the issues change sensor/bad sensor alert, calibration error/calibration not accepted alert, discrepancy between sensor glucose values and blood glucose values which is not within range. Blood glucose value at the time of event was 110 mg/dl and sensor glucose value at the time of event was 50 mg/dl. Discrepancy between sensor glucose values and blood glucose values was greater than 30%. It was unknown whether insulin delivery was not suspended or not due to sensor glucose values and blood glucose value difference. No harm requiring medical intervention was reported. It was unknown whether continued using the device or not. Mmt-7040a was requested and customer response was the device will be returned.